Manufacturer narrative:
Complaint is not confirmed. Upon visual evaluation, it was noted that the colder valve was separated in two. Functional testing was not performed to check the pressure due to the damage to the corlder valve. The most likely cause of this condition is the supplier process

Event description:
It was reported on (B)(6) 2023 by a arthrex employee via sems that an ar-6410 main pump tubing pressure continued to rise and did not stop. The ar-6410 was replaced with a new one, and the pressure returned to normal. The patient's knee was swollen due to this event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.